Manufacturer narrative:
Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem.